Event description:
Customer reported a high blood glucose (bg) level, with the specific value displayed as "high" on the continuous glucose monitor. The customer administered a manual insulin injection to address the high bg. The cause of the high bg was unknown. The customer contacted technical support, and performed a system check on the pump. The pump functioned as expected. Customer was advised to monitor blood glucose levels and consult with a healthcare professional to discuss potential factors affecting blood glucose levels. The customer understood and acknowledged the instructions.